Manufacturer narrative:
The customer's calibration and qc data were requested but not provided. The patient's sample was provided for the investigation. The investigation did not confirm the patient's ft3 result generated from the customer's site. Upon investigation of the patient sample, an interferent against a component of the reagent was not detected. Per product labeling: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings." The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The patient's sample was provided for investigation. The investigation is ongoing. (B)(6).

Event description:
The initial reporter received questionable high elecsys ft3 iii results for one patient tested on a cobas 8000 e 801 module serial number (B)(4). The date of measurement at the customer¿s site was requested but not provided. The initial ft3 result was reported to a physician who asked for re-measurement of the sample. Sample from the patient was submitted for investigation and was tested on a siemens centaur analyzer, a cobas 8000 e 801 module, a cobas 8000 e 602 module, and a cobas e 411 immunoassay analyzer.